Event description:
The customer reported that cystotome was damaged during surgery and the pt's capsule was ruptured. Because of the damage, it took time to complete the surgery. The doctor has never experienced this kind of incident before, so he doubts the quality of the cystotome. According to the doctor, the condition of the pt is improving. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).